Event description:
Boston scientific reviewed literature data regarding crt-d therapy in patients classified as having mild heart failure. The article in review assessed five completed clinical trails of which, two had been sponsored by boston scientific (formally guidant) and data collection pulled from publicly available resources. No specifics on individual patients or product model serial numbers were provided were included within the article review. Two independent trained investigators collected the data set primarily by using a key-word search within these electronic data sites; date ranges for inclusion, (B)(6) 1970 to (B)(6) 2011. Data related to adverse event in both the crt-d and non-crt-d groups was evaluated and classified to include such findings as; pneumothorax, pericardial effusion/tamponade, mechanical complications of product to include dislodgement, infections related to implant, as well as hematoma or hemorrhage. Additionally, the investigators classified a sub-set of adverse events that looked for death of patient during implant, of which all five clinical trails exhibited a quantitative value. The overall conclusion of data assessment provided evidence that crt-d therapy does decrease the risk of mortality and heart failure events, as well as slow the progression of heart failure and induces significant left ventricular reverse remodeling in patients who have mild heart failure symptoms, reverse left ventricular dysfunction, and wide qrs complex's.

Manufacturer narrative:
Should further information become available regarding this specific journal review, the event will be further updated.